Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis : l3 through s1 spondylolisthesis and stenosis. She underwent l3-s1 lumbar fusion. Per op notes - the cage was filled with auto and allograft bones as well as rh-bmp2/acs were inserted into each of the interspaces and fit snugly in place. 6.5 mm titanium pedicle screws from the multi axis set were then inserted in l3 through s1 bilaterally under fluoroscopic guidance. All screws were tested with system and none were found to conduct on the nerves below 20ma of current. The screws were connected to the rods and tightened. The transverse processes of l3 through s1 bilaterally were decorticated and bone removed from the decompression was morcellized and placed into the lateral gutters along with the demineralized bone matrix and allograft bone as well as rh-bmp2/acs. (B)(6) 2009, patient complained of mild back pain. Patient was examined on (B)(6) and pt was recommended.